Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized prior to the event of the death. It was not reported if an autopsy was performed. The patient had been on continuous ambulatory peritoneal dialysis therapy prior to death; however, it was unknown if pd therapy was ongoing up until the time of death or if the patient was connected for therapy when they passed away. No additional information was available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.